Manufacturer narrative:
D5; h4: information unavailable. H6; code 400(other): damaged firing mechanism. Based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had a broken middle alignment finger. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
During a gall bladder procedure, clips did not hold on the cystic tube. There was no consequence to the pt.